Event description:
A nurse reported an issue with a schon dialysis catheter. The following was reported: on (B)(6) 2022: during a dialysis treatment, the patient's dialysis catheter's filter clotted and tpa was administered. On (B)(6) 2022, during another dialysis treatment, high arterial pressure alarms occurred, despite patient repositioning and troubleshooting. It was discovered that the filter was clotted and would need to be changed. Another round of tpa was instilled into the arterial hd line due to clotting. Approximately 1 1/2 hours later, another attempt to aspirate was unsuccessful and tpa could not be administered. The decision was made to leave crrt off for the night and to re-line the following morning. A new line was placed on (B)(6) 2022 and the patient was switched to a mahurkur catheter. There was no report of the patient experiencing any adverse effects or harm as a result of this incident. Summary: on (B)(6) 2022, filter clotted, tpa administered, on (B)(6) 2022, another round of tpa administered, on (B)(6) 2022, 2nd attempt to aspirate was unsuccessful. Line to be removed following day. On (B)(6) 2022, new line placed. Patient switched to mahurkur catheter.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No catheter sample was returned for evaluation.  Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Scar004665 was sent to the manufacturer of the schon dialysis catheter device to make them aware of this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all distribution specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)